Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. H4 - device manufacture date was corrected to 09/19/2017.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has showed intermittent out-of-range pacing impedance measurements on the right ventricular (rv) channel. Technical services reviewed the device data and believed the issue was related to a spring contact issue between the ICD rv header and the rv lead. Troubleshooting was recommended. This ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has showed intermittent out-of-range pacing impedance measurements on the right ventricular (rv) channel. Technical services reviewed the device data and believed the issue was related to a spring contact issue between the ICD rv header and the rv lead. Troubleshooting was recommended. This ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. H4 - device manufacture date was corrected to 09/19/2017.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has showed intermittent out-of-range pacing impedance measurements on the right ventricular (rv) channel. Technical services (ts) reviewed the device data and believed the issue was related to a spring contact issue between the ICD rv header and the rv lead. Troubleshooting was recommended. The noise was not able to be reproduced and x-rays did not show any evident issues. Ts recommended to keep monitoring the patient. This ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has showed intermittent out-of-range pacing impedance measurements on the right ventricular (rv) channel. Technical services reviewed the device data and believed the issue was related to a spring contact issue between the ICD rv header and the rv lead. Troubleshooting was recommended. This ICD remains in service and no adverse patient effects were reported.